Event description:
It was reported that the device was flushed prior to the first insertion. It was not reported if a leak was observed at this time. No damage was observed after the first insertion. Prior to the second imaging when the ivus catheter was flushed outside the body, saline spewed out of two pinholes at the proximal half of the catheter. At one point, the leak was very slow and little and the other point the squirt was 4-5 cm height. Another ivus catheter of the same type was used and the procedure was completed. There was no report of patient injury due to this incident.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing released criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. During the evaluation of the device, an indeflator (20ml) was used to flush the ivus catheter to determine the amount of pressure applied in order to observe the leak. Two leak locations were identified at 57cm and 60cm from the proximal end. The maximum amount of pressure applied was 4 atm. Further microscopic examination revealed two cracks in the proximal shaft where the leaks were observed. It appears that the device was impacted resulting in cracks in both directions as evidenced by whitish coloring of the ultem shaft and jagged edges. In addition, a kink was observed 105cm from the proximal end. The customer did not report a kink on the device. This case was reviewed by the manufacturer product safety monitor who states that the standard procedures within every cardiac catheterization lab include the following steps for use of sterile devices: inspect the sterile packaging; open onto sterile field; inspect catheter integrity; flush and observe catheter (with 0.9% normal saline). Since there was no documented mention of a leak after the initial flush of the catheter, it is inconclusive as to when the cracks or the kink occurred. The investigative findings regarding the spray from the leak matched that of the customer's complaint. No further action is required.